Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulties could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the guide wire. Possible factors that may contribute to the difficult advancing and removing the bdc from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left popliteal artery with heavy calcification and moderate tortuosity. The 5.0x40mm armada balloon dilatation catheter (bdc) was advancing on a non-abbott guidewire (gw); however, the bdc become stuck when it passed through the sheath. The bdc could not be advanced or retracted on the gw. The bdc was removed with gw as a single unit. A new gw and new same size armada balloon were used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.